Event description:
Same case as MFR# 6000089-2006-02452, 60000993-2006-02390, 6000089-2006-02453, 6000093-2006-02391, 6000093-2006-02392. Same patient as MFR# 6000093-2005-01432, 6000093-2005-01433, 6000089-2005-01881, 6000089-2005-01882, 6000093-2006-02387, 6000089-2006-02449, 6000089-2006-02450, 6000093-2006-02388, and 6000093-2006-02392. In 2004, the patient underwent a stress test which revealed poor functionally capacity with a partially reversible anteroapical defect. Six months later, the patient underwent a cardiac catheterization to evaluate increasing episodes of chest tightness and dyspnea. The index procedure treated one target lesion. The lesion was in the mid left anterior descending (lad) artery, was 90 mm in length with 95% stenosis and 3.25mm in diameter. The lesion was treated with angioplasty, then placement of four overlapping taxus express2 stents ( one 2.5x24mm, one 3.0x16mm, and two 2.75x32 mm). The residual stenosis was 0% following post-dilation. The patient was discharged the following day on aspirin and plavix. The patient returned for a staged procedure 20 days later. Repeat angiography revealed that the previously placed stents in the lad were patent; the ostium of the right coronary artery (rca) was not significantly diseased; there was 70-80% stenosis in the right posterior descending artery (r-pda); and there was 70-80% stenosis in the distal rca with concentric ring of calcium, which was confirmed by ivus. The target lesion was located in the distal rca was 18mm long with 80% stenosis and a 3.25mm reference vessel diameter. The lesion was treated with angioplasty, then placement of a 3.0x20mm taxus express2 stent. Residual stenosis was 0% following post-dilation. The patient also underwent cutting balloon angioplasty to the r-pda, which resulted in 20-40% residual stenosis. The patient was discharged the next day on aspirin and plavix. During a subsequent procedure, in 2005, a 2.75x32mm taxus express2 stent was deployed in the lad. At 515 days after the initial procedure, the pt presented to the emergency room with chest pain. An ECG revealed left axis deviation; right bundle branch block; and a non-specific st-t wave abnormality. Troponin level was 'mildly elevated". The pt was diagnosed with acute coronary syndrome with evidence of non-st segment elevation mi. The pt underwent pci of the svg to the lad and the native rca, as well as attempted pci of the r-pda. The distal portion of the svg to the lad was treated with direct placement of a 3.5x20mm stent, which resulted in 0% residual stenosis. The proximal portion of the svg to the lad was treated with direct placement of a 3.5x24mm stent, which resulted in "no significant residual" stenosis. The proximal rca was treated with direct placement of a 3.0x28mm stent, which resulted in 0% residual stenosis. Attempts to angioplasty the r-pda were unsuccessful due to inability to cross the lesion with a wire. The pt was discharged the following day. Per the investigator the relationship to the device was "not related".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation: therefore, a failure analysis is not available , and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.